Manufacturer narrative:
Received unit with button error alarm and unresponsive act button due to flattened dome switch (no crease). Unable to perform displacement test due to unresponsive button. Unit had cracked reservoir tube, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and scratched case. (B)(4).

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 185 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.